Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise episodes and the right atrial lead exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. No intervention was performed. The patient's condition was unknown.